Manufacturer narrative:
Inspection found a zipper not engaging, which can allow for the unintentional opening of the canopy window. Applying pressure directly to the unsecured area will reveal the breach, which is why the user manual advises caregivers to apply direct pressure along the entire length of the zipper. Posey beds are multi-use, serviceable items. As such, it is anticipated that the units may occasionally require repair, and as part of standard care the beds should be inspected prior to use. If damage is noted during these routine bed inspections, the unit should not be put into use with a patient and should be returned to posey for servicing. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warning for safe and effective use of the device. Service issues are trended and reviewed by management on a monthly basis. As part of this monthly review, trends and excursions above control limits will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Customer reported the canopy has a damaged zipper on the right side panel. The date the issue was discovered is unknown and no patient or caregiver incident or injury was reported.